Manufacturer narrative:
Additional information was received, and it was reported that a radiofrequency needle was used. As such, the concomitant product section was updated. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000378 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and during puncture, the hemostatic valve fell off (totally separate) and blood reversed. The hemostatic valve itself was not damaged. The sheath was being used on the patient and no air entered the patient¿s body. A few drops of blood return were observed, the exact amount is unknown. No adverse patient consequence was reported.

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).